Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer stated that the insulin pump also alarmed displayable history check failed on startup. Customer stated that the pump is experiencing sensor issues. Customer's blood glucose reading was 159 mg/dl. Product is not being returned, however replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.